Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time ((B)(6) 2018) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4). Device history record review was performed and no references were found which are indicating a nonconformance of the product in question. The investigation was also performed based on the received picture, which shows the damage on the package. Based on this failure could be confirmed. Corrective action: maquet cardiopulmonary gmbh is aware of similar incidents showing same symptoms with different material numbers than one in this complaint, therefore CAPA (B)(4) was initiated. The root cause determination and further actions will be followed by this CAPA. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was reported that when opening the venous hls, customer noticed a small rip in the blister pack. The package may be compromised. Complaint: #(B)(6).